Manufacturer narrative:
(B)(4): in 2017: failure to follow steps/instructions. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. It should be noted the hi-torque guide wires instructions for use, states: use extreme caution when moving a guide wire through a non-endothelialized stent, or through stent struts into a bifurcated vessel. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent use error as it is likely that interaction with the mildly calcified anatomy resulted in the reported difficulty to position (guide wire jailed in the lad). The lesion was stented across and re-wired with another unknown guide wire (against the instructions for use) then as the jailed guide wire was being removed it caught up on a stent strut resulting in the reported difficulty to remove. Manipulation to remove the device resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a percutaneous coronary intervention procedure of a mid-left anterior descending (lad) coronary artery that was non-tortuous and mildly calcified. A balance middleweight (bmw) ii guide wire was placed in the diagonal. Another unknown guide wire was advanced in the lad and the lesion was stented across. When the bmw guide wire was being removed from the diagonal, it was found to be jailed under a stent strut and broke in the guiding catheter. Both guide wires wrapped up on themselves which was good to hold the broken wire stable. A balloon was used in the guiding catheter and the wires were trapped and the system was pulled out as a unit with no complication reported. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.